Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone breast augmentation revision with a 375cc mentor memorygel breast implant and an unspecified mentor gel textured implant, suffered bilateral implants that had leakage, deformed, and have liquid around them. The patient also suffered breast pain, firmness and cannot go braless and has taken pain medication. Mammogram and x-rays have been taken. As a result, the patient has been scheduled for bilateral implant removal on (B)(6) 2022. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Future date of explantation: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture, breast pain, local reaction. Manufacturer¿s reference number: (B)(4).